Manufacturer narrative:
The serial number is not available, as this information was not provided. The manufacturing date is not available, as this information was not provided.

Event description:
The consumer states that the vibration of their essence toothbrush was so powerful that their tooth was chipped and broken.